Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer and the procedure was aborted and completed by using another system. The philips field service engineer (fse) inspected the system on site and confirmed that the shutters failed to open for multiple times. Upon troubleshooting fse cleaned the shuttle but still the issue persisted. To resolve the issue, fse replaced the collimator. The defective collimator was returned to philips for analysis and main shutter x, main shutter y, xdc board were replaced to repair the collimator. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the shutters failed to open multiple times. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.